Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor alarm test and motor error alarmed during occlusion test due to a faulty force sensor resistor (gold). The motor tested ok. The insulin pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.